Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped against a hard surface. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." The failure investigation has been completed and the alleged issue was verified and a different issue was identified (shattered touchscreen).